Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, pacing inhibition due to right atrial (ra) lead noise oversensing was observed. It was suspected that electromagnetic interference was a source of the noise. The patient was stable and being monitored.